Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, the subject device was implanted in the patient along with the atrial and left and right ventricular leads. The patient died for an unknown cause on an unknown date in (B)(6) 2018. On (B)(6) 2018, an autopsy was performed on the patient¿s body and the whole crt-p system was explanted. As an increase was observed in the lead impedance values of each lead, the hospital requested an analysis to identify whether or not the patient¿s death could have been related to the threshold elevation.

Event description:
On (B)(6) 2017, the subject device was implanted in the patient along with the atrial and left and right ventricular leads. The patient died for an unknown cause on an unknown date in (B)(6) 2018. On (B)(6) 2018,an autopsy was performed on the patient¿s body and the whole crt-p system was explanted. As an increase was observed in the lead impedance values of each lead, the hospital requested an analysis to identify whether or not the patient¿s death could have been related to the threshold elevation.

Manufacturer narrative:
Please refer to the attached analysis report.